Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was suspected to be depleting prematurely. Boston scientific technical services (ts) discussed the transition to eol status is likely due to frequent shock activation. At this time, this device remains in service and will not be returned. No adverse patient effects were reported. Additional information that the indication of the shock delivered was ventricular tachycardia (vt) and ventricular fibrillation (vf) . The tachycardia was terminated before a therapy exhaustion. Furthermore, this cardiac resynchronization therapy defibrillator (crt-d) was explanted and a new crt-d with the same model was implanted successfully. This device was discarded by the facility and will not be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was suspected to be depleting prematurely. Boston scientific technical services (ts) discussed the transition to eol status is likely due to frequent shock activation. At this time, this device remains in service and will not be returned. No adverse patient effects were reported.